Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -14.5/2/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced elevated iop. Additional medical intervention (brominidine and timolol) was necessary. It was reported that the problem resolved. In the reporters opinion the cause of this event was caused by both procedure and device.

Manufacturer narrative:
B5- per updated information "caused by both procedure and device. Increased iop same day postoperative visit due to retained viscoelastic." Claim # (B)(4).